Event description:
The hospital reported that the button on the vaso view hemopro got stuck in the on position and started glowing red. It was uncertain if a second kit was used to complete the procedure. Hospital reported no patient effect.

Manufacturer narrative:
The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed. (B)(4). A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. Internal complaint number - (B)(4).

Manufacturer narrative:
The device was returned to the factory for evaluation. It showed signs of clinical usage and evidence of blood. A visual inspection was conducted. Evidence of blood. A visual inspection was conducted. Evidence of heat damage was observed on the jaws. An electrical evaluation was conducted. A pre-cautery test as was performed per the instruction for use (IFU) with a reference cable and reference power supply vh-3010 at level 2.5. The self-activated as soon as it was plugged in. Device was immediately unplugged. The handle of the device was opened to verify electrical connections. No visible defects were observed. The switch was examined under microscopy. No residue or contamination was seen on the switch. A continuity test was performed on the device; there was continuity on the device. The switch is suspected to have a mechanical defect that caused it to stay on. Specific actions for this failure mode are being managed and documented in the maquet failure investigation report (fir) system. (B)(4).